Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced recurring backup battery faults. The emergency backup battery was reseated and system controller self tests but the alarms did not resolve. The controller was exchanged.

Manufacturer narrative:
D4 - expiration date: correction. Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was not confirmed. A review of the submitted controller event log file spanned approximately 4 days ((B)(6) 2025 per time stamp). There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanning approximately 12 days at 1-hour intervals ((B)(6) 2025 ¿ (B)(6) 2025 per time stamp). There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 2 ¿system operations¿ states that replacement of the 11v backup battery should be considered when less than 6 months remain before the mandatory replacement date. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.